Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
The surgical procedure of radical prostatovesiculectomy was carried out without complications during the intraoperative period and there were no reports from the medical team about the malfunction of the instrument. The prograsp forceps worked throughout the surgical procedure without any reported failures or dissatisfactions. However, during reprocessing, during the inspection stage of the instrument to prepare it for lubrication, it was revealed that the steel cable was broken. All reprocessing was carried out, including the sterilization stage and separated for return. There was no report of patient involvement.